Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication error. The system would intermittently not reboot when this occurred. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.